Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's family that the patient is deceased. The family member reported the patient passed away suddenly and was known to have "bad leads" and questioned "why the device didn't work". Additional information obtained from the cardiology clinic reported the cause of death was unknown. The patient's last device check occurred approximately eight months prior and no performance issues were noted. The clinic had been notified by the family member that the patient had passed away and had been told that the device would not be able to pace/keep alive a dying heart.